Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of ascys0234 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the connection was leaking on the miniloc needle. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the infusion set was inconclusive since the original sample was not returned for investigation. One unopened case of miniloc infusion sets was returned for investigation. A review of the samples revealed nothing remarkable. Each infusion set was received in a sealed pouch. A functional test of 5 random unused samples revealed no leaks when the extension set tubing was pressurized with the clamp closed or with the needle tip blocked. Since the affected sample was not returned for investigation, the complaint was inconclusive. A lot history review (lhr) of ascys0234 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the connection was leaking on the miniloc needle. No other information was provided.